Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of bd¿ syringe luer slip was deformed and melted before use. Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿ when view the package of the 10 ml syringe yet sealed, inside of it noticed that the plunger of the syringe was deformed, with aspect of melted plastic¿.

Event description:
It was reported that the plunger of bd¿ syringe luer slip was deformed and melted before use. Foreign complaints the following information was provided by the initial reporter, translated from portuguese to english: ¿ when view the package of the 10 ml syringe yet sealed, inside of it noticed that the plunger of the syringe was deformed, with aspect of melted plastic ¿

Manufacturer narrative:
Investigation: the DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.